Manufacturer narrative:
Block b5 and h6 (device code) have been updated with the additional information received on january 15, 2025. Block h6: imdrf impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure. Imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial distal release covered stent was to be implanted in the left main airway during an endotracheal stent implantation procedure performed on (B)(6) 2024. During the procedure, the stent was attempted to be deployed; however, the deployment suture was stuck, and the stent could not be deployed. The procedure was aborted due to the device's unavailability. No patient complications were reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on january 15, 2025. It was reported that the ultraflex tracheobronchial stent was not completely deployed.

Manufacturer narrative:
Imdrf impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial distal release covered stent was to be implanted in the left main airway during an endotracheal stent implantation procedure performed on (B)(6) 2024. During the procedure, the stent was attempted to be deployed; however, the deployment suture was stuck, and the stent could not be deployed. The procedure was aborted due to the device's unavailability. No patient complications were reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial distal release covered stent was to be implanted in the left main airway during an endotracheal stent implantation procedure performed on (B)(6) 2024. During the procedure, the stent was attempted to be deployed; however, the deployment suture was stuck, and the stent could not be deployed. The procedure was aborted due to the device's unavailability. No patient complications were reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on january 15, 2025. It was reported that the ultraflex tracheobronchial stent was not completely deployed.

Manufacturer narrative:
Block b5 and h6 (device code) have been updated with the additional information received on january 15, 2025. Block h6: imdrf impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure. Imdrf device code a15 captures the reportable event of stent partially deployed. Block h11: an ultraflex tracheobronchial stent was received for analysis. Visual examination of the returned device found the stent partially deployed. Functional inspection was performed by pulling the finger ring, and the stent was deployed without problems. No other problems were noted with the stent and delivery system. Product analysis confirmed the reported events of stent partially deployed. The investigation concluded that factors encountered during the procedure such as lesion characteristics, handling of the device and the technique used by the physician limited the performance of the device and contributed to these reported events. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure.